Event description:
The patient experienced withdrawal symptoms especially return of spasticity and sweating. On (B)(6) 2013, a pump volume discrepancy was noted: the expected volume was 1 ml; the actual volume was 11 mls. A surgical intervention occured on (B)(6) 2013. X-rays revealed that the catheter tip was located outside the intrathecal space. The physician decided to replace the catheter. Catheter migration/dislodgement and break at pin connector/ distal segment was stated. An incision was made at the catheter anchor level. It was noted that there was neither a catheter in the anchor or visible subcutaneously. A new catheter was implanted and tunneled to the pump pocket. After disconnecting the old catheter from the pump, it was explanted, but a part of the catheter did not come out of the patient's body (part of the catheter tip segment). Since it was not in the intrathecal space, the physician decided to abandon it in the body. The patient's status at the time of the report was "alive " with injury. Drug delivered via the device was lioresal 500 mcg/ml.

Manufacturer narrative:
Catheter model: 8709sc, serial# unk, implanted: unk, explanted: (B)(6) 2013. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis noted the catheter was returned in one segment and included a non-medtronic anchor. During patency testing bleach solution showed the catheter to be patent. However, when the bleach solution was attempted to be flushed out an hour later, an occlusion was found. Initially this occlusion could not be broken loose, so the catheter was cut once to better locate the area of the occlusion. After this was done, the occlusion was located in the resulting distal segment and was then able to be broken loose. Pressure testing showed the catheter to be leaking at the sutureless connector (sc) and also near the pin connector. Inspection of the sc showed coring in the seal material and an indent. The leaking seen in the sc connector was related to the coring. Inspection of the pin connector area of the catheter showed that possibly a suture had been placed directly on the catheter on the distal side of the pin connector and one may have been placed on the strain relief shroud on the proximal side of the pin connector. Inspection of this area also showed three separate holes with leaking seen at the two most distal holes. These holes were possibly related to being nicked by a sharp edged object. The holes were not manufacturing related. Further inspection also showed possible twisting of the catheter in the area of the distal side of the pin connector. Finally, the most distal portion of the catheter return had a jagged appearance. This same area when viewed in cross section had an oval shape to it. This indicated the catheter was compressed in this area and then broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.